Manufacturer narrative:
(B)(4). Title: abstracts of the association of upper gastrointestinal surgeons of great britain and ireland source: bjs 2019; 106 (s7): 5¿94 augis abstracts 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2014 to may 2019, 74 consecutive patients was undergoing oesophagectomy for cancer by a single surgeon. The oesophago-gastric anastomosis used a reload followed by a two-layered closure with continuous suture, initially a suture but more recently a barbed suture. The hybrid approach (laparoscopic gastric mobilisation followed by right thoracotomy) was initially utilized in the first 47 patients. Since april 2018, all patients underwent a complete minimally invasive oesophagectomy (mio). Adverse events were noted; one patient developed a type iii conduit necrosis requiring oesophagostomy after the hybrid approach. Fifteen patients developed anastomotic strictures requiring a median of one dilatation. Fifty percent of patients who had anastomotic leaks developed strictures (2/4). The median length of stay was 10 days.